Event description:
It was reported that a flogard solution set had ¿double tubing¿ in the roller clamp. This was found during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection a double loop of tubing was observed in the roller clamp. The reported problem was verified. The cause of the condition was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.